Event description:
Information received indicates there is corrosion on the power supply board and the motor power off light is on.

Manufacturer narrative:
The technician replaced the power supply board to repair the bed.